Event description:
It was reported that prior to a procedure, the box was opened and tyvec had a hole in it. The device was not used.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.